Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited out of range shocking impedance measurements greater than 200 ohms and out of range pacing impedance measurements greater than 2000 ohms on the atrial channel. A revision procedure was performed and the system was removed from service. The facility reported the clinical observations were suspected to be the result of lead damage due to subclavian crush; however, this was not confirmed. No additional adverse patient effects were reported.